Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the device not reprocessed correctly was the device reprocessed with the different procedure from the instruction manual olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the site noted that they were unaware of needing to use the washing tube (mh-974) during the pre-cleaning process. Nursing staff did state that during manual cleaning they use the scope buddy plus attachment that connects to the elevator channel plug and complete flushing of detergent, water and air. Nursing staff also stated elevator channel is connected during reprocessing in medivators advantage plus. During the in-service it was also stated that the staff was unaware of needing to use two containers: one with detergent solution for aspiration at first stage and 2nd stage by depressing suction valve, and second container with clean water to flush water and air into the air/water channel. The facility was using one container with sponge containing enzymatic cleaner to complete the whole precleaning process. Additionally, during the continuation of the in-service, staff stated, they were unaware of the need to use cleaning brush (maj-1534) to brush the forceps elevator and instrument channel outlet. The facility was using disposable cleaning brushes to clean the forceps elevator. Tac reviewed and repeated every step in detail with the site to ensure that the correct steps were followed. The device was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the evis exera ii ultrasound gastrovideoscope was not reprocessed correctly. It was noted that the washing tube and air/water channel adapter were not used during bed side cleaning. It was also noted that the cleaning brush was not used during manual cleaning. The issue was found during reprocessing. There were no reports of patient harm associated with this event.